Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread breaks immediately at the front of the needle during suturing the subcutis (subcutaneous tissue). This occurs in all patients, regardless of whether they are male or female, and independent of age. Additional information has not been provided.